Event description:
At the time of the event, it was reported that the pump battery could not be charged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 339 mg/dl. The customer reverted to an alternate method of insulin therapy